Event description:
Paramedics reported that the device was "not picking up signal on scene." Following some type of undefined adjustment, proper operations were restored. Pt details were not reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.